Manufacturer narrative:
Device will be reviewed by ranfac once it is returned. It was already stated in the initial report that the device was most likely used incorrectly. If no add'l info is found from the review of the device, we will not submit add'l info.

Event description:
Customer complaint form is as follows: surgeon using device thinks he might have deployed device before actually inserting needle completely through the fascia. Which would explain why graspers were bent and making it very difficult to remove from pt. Facility is completing further eval.